Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient was presented back to the electrophysiology (ep) laboratory. The device and electrode were explanted due to infection. The local representative was not aware if there were any plans to implant another system at this time.